Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, the surgeon could not lock the head with the stem. Because, it was too loose. Therefore, he used a spare head instead of it."